Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿¿ 8.5f bi-directional guiding sheaths ¿ medium and an issue with the dilator was encountered where it was not able to be advanced through the sheath and would get stuck in the sheath. It was reported that upon inserting the dilator into the vizigo¿ sheath, the dilator would not advance and would get stuck in the vizigo¿ sheath. The vizigo¿ sheath was replaced with the same lot number vizigo¿ sheath without resolution. The replacement vizigo¿ sheath had the same issue as the previous vizigo¿ sheath. The vizigo¿ sheath was replaced with a non-bwi sheath (agilis) and the issue was resolved. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was received on 12-nov-2021. It was reported that the resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was partially blocked. The dilator was not able to be moved through the sheath. The dilator was stuck on the sheath.

Manufacturer narrative:
On 06-dec-2021, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2021-02121 for product code d138502 (carto vizigo¿¿ 8.5f bi-directional guiding sheath ¿ medium).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review of this event on 13-dec-2021, it was noticed that this event should have been assessed as a ¿obstructed sheath (obstruction of flow (B)(6)¿ issue and not ¿introducer stuck within the sheath (failure to advance (B)(6)¿. The issue of ¿obstructed sheath ¿ is not considered to be a MDR reportable issue. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event will no longer be considered MDR reportable. The h6. Medical device problem code was updated from failure to advance (b(6) to ¿obstruction of flow (B)(6)¿.